Manufacturer narrative:
The technician found the scale was not zeroed before attempting to set the bed exit system, user error. The scale was zeroed by the technician to resolve the issue.

Event description:
(B)(4).